Manufacturer narrative:
Pt samples were not returned for investigation. Product support tested retained lots hcg1120030 and hcg2020187 with in-house controls. Investigation results for lot #hcg1120030 control: 230.2iu/ml hcg urine lot: hcg120917-01, 229.9iu/ml hcg urine lot: hcg120903-01, 210.6iu/ml hcg urine lot: hcg120910-02. The retention devices meet qc specification, details as below: the 22.9iu/ml hcg during control yielded clearly positive results at 3 mins reading time. (N=10). The 230.2iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=10). The 210.6iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=9). Investigation results for lot #hcg2020187 control: 230.2iu/ml hcg urine lot: hcg120917-01, 229.9iu/ml hcg urine lot: hcg120903-01, 210.6iu/ml hcg urine lot: hcg120910-02. The retention devices meet qc specification, details as below: the 229.9iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=10). The 230.2iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=10). The 210.6iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=9). Conclusion: customer's observation was not replicated in-house with retention devices. Retained devices were tested with 3 different high levels of hcg control. All results met qc specification. No false negatives were observed. No abnormal results were found during mfg document review. Root cause of complaint could not be determined. Pt-specific interferences could not be ruled. As of (B)(4) 2012, 1 complaint each has been reported against lot hcg1120030 and lot hcg2020187. This complaint issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential false negative hcg results on the one step hcg urine cassette test. Customer did 19 tests on (B)(6) 2012 and only one pt had an issue. Sample was collected in the morning and ran 3 times on lot hcg1120030 (expiration date: (B)(6) 2013). Pt's sample was also tested on lot hcg2020187 (expiration date: 01/2014). The pt was fasting and had nothing to eat or drink 6 hrs before. A quantitative serum hcg was not performed since customer's protocol serum hcg was not performed since customer's protocol is to perform an ultrasound. Results from ultrasound showed that pt was more than 8 weeks pregnant. No other pt info provided. Customer chose not to send a partial kit at this time because she feels the issue may be pt specific.